Event description:
In (B) (6) 2009, during a endoscopic biliary stent replacement procedure, the physician selected a cook endoscopy zimmon biliary stent. The stent was placed in the right intrahepatic bile duct. On (B) (6) 2009, stent migration was recognized and the stent was easily removed from the patient. A new stent was placed during the same endoscopic procedure. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. The literature was provided to cook endoscopy by cook (B) (4) on 04/09/2010. An english-translated version was provided on 04/16/2010. The name of the publication where this article appeared is unknown.

Manufacturer narrative:
Literature citation: case report - duodenal perforation caused by a biliary tube stent: once case report. Gastroenterological department; surgery department and pathology department of (B) (6) hospital. Names: kiga, iwanaga, yanagimoto, inoue, fujita, tatsumi, ueda, fukui, yokoyama, takeda, and sasaki. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use indicate stent migration is a potential complication associated with biliary stent placement. Prior to distribution, all zimmon biliary stent sets are subjected to visual inspection and a dimensional verification to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified and this involves a potential complication for this procedure. The appropriate personnel have been informed of this report in an effort to heighten awareness. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.